Event description:
Literature: blomstedt p, jabre m, bejjani b, koskinen lo, electromagnetic environment influences on implanted deep brain stimulators. Neuromodulation. 2006;9:262-9. Summary: this article retrospectively analyzed data concerning the effects of external electromagnetic fields on 172 pts implanted with dbs. The objective of the study was to report the authors' observations on the external electromagnetic field influences on dbs in their pt population, and how these influences affected the pts' lives and other healthcare-related conditions. Reportable event: one pt, on two different occasions, experienced a sudden increase of his symptoms (tremor/dystonia) and was admitted to the hosp both times on an emergency basis where it was discovered the ipg had become deactivated. The apparent reason for the inadvertent deactivation appeared to be a portable voice memory in the left chest pocket of his shirt, close to the ipg, that had turned the dbs off. After the pt stopped carrying the voice memory in this position, his problems diminished, although dbs deactivation still occurred with less frequency. When the device was replaced with a different model, the unintended deactivation problems disappeared. See literature article with MFR report # 3007566237-2010-2001.

Manufacturer narrative:
(B) (4).